Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the device was exhibiting t-wave oversensing. X-ray shows that the lead appeared to have insulation damage near the generator header. It was noted that the r-waves and impedances had declined, and the capture threshold had increased. The lead was explanted.